Manufacturer narrative:
Plate: implant: 2006; explant: 2011-04-06. Screws: implant: 2011-04-06; explant: 2011-04-06. (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the patient underwent a one level anterior cervical discectomy and fusion (acdf) revision following a motor vehicle accident. The surgeon attempted to replace a size 5 interbody device with a size 6 interbody device at c3/4. There was no issue implanting the top screw, however, while placing the bottom screw the interbody device broke. The bottom screw went through the interbody causing it to break through the interbody screw hole sinking way below the locking ring. The physician removed the size 6 interbody device and the previous plate. The physician replaced the devices with a one level plate and an new interbody device.